Manufacturer narrative:
G2: citation: grin, e. A., kvint, s., raz, e., shapiro, m., sharashidze, v., baranoski, j., chung, c., khawaja, a., pacione, d., sen, c., rutledge, c., riina, h. A., nelson, p. K., <(>&<)> nossek, e. (2024). Treatment of acute iatrogenic cerebrovascular injury using flow diverter stents. Operative neurosurgery. Https://doi.org/10.1227/ons.0000000000001379 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding treatment of acute iatrogenic cerebrovascular injury using flow diverter stents. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: pipeline embolization device (ped) deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were progression of an unresectable chordoma. Among all patients adverse events / device product performance issues included: one patient was admitted to the emergency department 9 days after flow diverter (fd) treatment for a possible transient ischemic attack that resolved without any deficits or positive findings on CT or MRI. The patient presented to the emergency department with slurred speech suspicious for a transient ischemic attack. However, symptoms resolved without any deficits. One patient's postoperative course was complicated by epistaxis requiring surgical treatment by otolaryngology. Bleeding was identified from the posterior septal branch of the sphenopalatine artery, and cautery achieved hemostasis. No further information was provided pertaining to medtronic products.